Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: due to an unknown event on an unknown date, some part of the battery is moving inside the battery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation showed that a wrong foam rubber was used during production of the battery. The foam rubber being smaller than it should have been, and so the cell pack is moving within the casing. A possible cause of this error can be a process fault of the supplier.